Manufacturer narrative:
No conclusion may be made regarding this malfunction as the device involved in the complaint was not returned.

Event description:
Firing button does not move up and down smoothly. The firing button on the device is not seated properly. Return of the suspect device was requested. No adverse event was reported.